Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the issue were time and an increase in stimulation. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that patient thought his ins was "going dead" because it wouldn't hold a charge as long as it used to. His ins used to hold a charge for 6-8 days, and now he had to charge it every 3 days. He first noticed the recharge interval shortening "a couple, 3 months ago." He occasionally made changes to the stimulation level. No patient symptoms were reported. No further complications were reported.